Event description:
Proximal shaft of stent catheter broke while doing procedure. Stent was left in artery as balloon pressure was gone. A 1.5 mm balloon was able to be directed down artery through the stent and the stent was deployed. A larger balloon was then deployed which dilated the stent in the proximal segment. We could not pass a second stent so angioplasty was done at med lad. We will follow patient closely in clinic, with plans to do repeat angiography to assess lad site for restenosis if symptoms recur.